Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the plastic distal end cover was burnt and there was foreign objects in the air/water nozzle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the burnt plastic distal end cover: although it was not possible to determine the cause of the incident from the information obtained, it is possible that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The plastic distal end cover burn can be detected/prevented by following the instructions for use which state: gif-h290t operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope gif-h290t operation manual: chapter 4 operation:4.3 using endo-therapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burnt plastic distal end cover and there were foreign objects in the air/water nozzle. There was no patient involvement.